Event description:
It was reported that the attachment device was "getting hot" and the "bearings were wearing". The event did not occur during surgery. No patient or user injuries were reported. There was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.